Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the serial number is not known. The service history cannot be conducted because the serial number is not known. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.01. Per the instructions for use, the user is advised that higher insufflation pressures (>15mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumoscrotum and urinary retention. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported at the 34th annual meeting of (B)(6) society of endoscopic surgery that the device, as-ifs1, airseal ifs, 110v, was used during a laparoscopic partial hepatectomy procedure on an unknown date when it was reported ¿that co2 embolism with acute circulatory insufficiency occurred during laparoscopic partial hepatectomy.¿ carbon dioxide embolism was suspected. Transesophageal echocardiography confirmed the gas image in the right atrium. The patient was managed with a ventilator under sicu and extubation was performed the following day. The patient was discharged on the 8th hospital day without any complications. This report is being raised on the basis of injury due report of carbon dioxide embolism having occurred in patient.